Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. This is a follow-up submission due to device evaluation. Device history record review revealed nothing relevant to this event. The device met all material specifications as received. The evaluation revealed damaged and twisted tip on the driver typically caused when excessive force is being applied on the device during use and/or over-torquing when the screw is already seated. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted.

Event description:
It was reported that while the rep was assembling the revers trays in spd after a case, it was noticed that the tip of the t-15 long driver shaft was slightly broken. The rep is unaware if the driver was broken during surgery. There was no indication from the surgical team that anything had happened. It is very slight and it was only noticed because the tip felt sharp. The device was used with the recommended torque adaptor.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. This type of event is typically caused when excessive force is being applied on the device during use and/or over-torquing when the screw is already seated. Device history record review revealed nothing relevant to this event. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted.

Event description:
It was reported that while the rep was assembling the revers trays in spd after a case, it was noticed that the tip of the t-15 long driver shaft was slightly broken. The rep is unaware if the driver was broken during surgery. There was no indication from the surgical team that anything had happened. It is very slight and it was only noticed because the tip felt sharp. The device was used with the recommended torque adaptor.